Event description:
Additional information was received from the customer stating that the intended procedure was therapeutic and was completed without delay using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was not displayed because communication failure occurred due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable unit was damaged and the image had a partial dark area. The cable damage is most likely the root cause for the image failure. Additionally, due to corrosion on the coupler unit, the coupler rattled, the cable unit was deteriorated with adhesive peeling off, the button was worn out, the head cover was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a broken cable. There were no reports of patient harm.